Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Visual inspection revealed a puncture hole approximately 30 millimeters (mm) from the distal tip of the lead, consistent with a backloaded guidewire escaping the lumen. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the guidewire punctured the lv lead which also came out of the lv body of the lead. This lv lead was replaced with the same model, not implanted, and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the guidewire punctured the lv lead which also came out of the lv body of the lead. This lv lead was replaced with the same model, not implanted, and was returned for analysis. No adverse patient effects were reported.